Manufacturer narrative:
Correction: (B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates that one of the leads had migrated.

Manufacturer narrative:
Date of event is estimated. Further information requested but not received. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02162. It was reported that the patient was not receiving appropriate coverage during an ipg replacement procedure on (B)(6) 2020 (related manufacturer reference number: 1627487-2020-02160). As a result, the physician explanted and replaced both leads. Issue resolved.